Event description:
The customer reported imprecise troponin I (access accutni+3) results, for two patients, involving the access accutni+3 assay used in conjunction with the access 2 immunoassay system. The imprecise results were not released from the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. The customer defines troponin I value greater than 0.04 ng/ml to be critical. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
There is no indication the access accutni+3 device was returned for evaluation. The field service engineer (fse) performed a scheduled preventative maintenance (pm) on the instrument. The fse also completed high sensitivity system check. No system issues were noted. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a definitive cause of the incident could not be determined with the available information. This medwatch report is related to MDR 2122870-2014-00019.